Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The chronic rv lead was programmed to asynchronous mode (voor) and was placed in the left ventricular (lv) port for backup pacing. A new left bundle area lead was implanted. The patient was in stable condition.